Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd the following information was provided by the initial reporter: safety feature is not activating. The button won¿t retract the needle. Event date unknown.

Event description:
Event date updated to unknown.

Manufacturer narrative:
Event date updated in the b tab. Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Representative 20g insyte autoguard units were received in sealed packaging from lot 4222721. A functional test showed that the retraction time exceeded the specification on some units. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
Additional information of fa#.